Event description:
Healthcare professional reported capsular contracture, baker grade iii. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4, b1, b5, d6b, g2, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Capsulotomy was performed. Healthcare professional later reported "rupture" and "malposition". This record is for the left side. The device was explanted.